Manufacturer narrative:
The alinity I processing module serial (B)(6) was inspected for reported smoke and hearing a loud noise coming from the power supply. The power supply was replaced and, which resolved the issue. There was no fire seen nor any damage to the instrument and the smoke. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with customer reported issue. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the main power supply did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and was found to address the customer reported issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and loud noise observed was limited to main power supply and did not spread to other parts of the module. Based on all available information, no systemic issue or product deficiency was identified.

Event description:
The customer reported that the alinity I processing module was disconnected, and instrument error messages had occurred. The customer tried to cycle the power which did not produce any changes. The customer stated that upon checking connections an unspecified cable was not plugged in correctly. The cable was then plugged in correctly and the analyzer completed a power cycle. Upon turning the power back on, a noise was heard (at the power supply location) and a small cloud of smoke was seen. The smoke reportedly disappeared immediately. There was no reported odor or visible damage seen. The led's on the power supply were off and when the power supply was replaced the analyzer was then operating again. There was no reported impact to patient management and no reported user injury.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the alinity I processing module was disconnected, and instrument error messages had occurred. The customer tried to cycle the power which did not produce any changes. The customer stated that upon checking connections an unspecified cable was not plugged in correctly. The cable was then plugged in correctly and the analyzer completed a power cycle. Upon turning the power back on, a noise was heard (at the power supply location) and a small cloud of smoke was seen. The smoke reportedly disappeared immediately. There was no reported odor or visible damage seen. The led's on the power supply were off and when the power supply was replaced the analyzer was then operating again. There was no reported impact to patient management and no reported user injury.